Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer may have had a skin infection at the time of the report. Nothing further was reported.